Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on vad support with no further related issues reported. Bleeding is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent surgery on 29mar2019 for exploratory laparotomy, washout, and rectal stump revision. During the procedure, there was no fluid encountered. The surgery team noted that the concerning area may have been a fistula instead of an abscess. The patient was transferred to ICU for hypotension and close monitoring.

Manufacturer narrative:
Approximate age of device- 7 months, 14 days. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was transferred to the ICU post-operatively for close monitoring and hypotension. The patient received 3 units of pack red blood cells for anemia. The event resolved on (B)(6) 2019.